Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported needle pull off and needle breakage. Four-teen unopened samples of product code (B)(4), lot #: mek771 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no needle pull off or needle breakage were found, and the tested sample met the finished goods requirements. Three failed suture needles were submitted for fractographic evaluation. The components were identified as product code (B)(4) sutures. A fracture was observed at the suture attachment of sample b. Sample b was received in two pieces, only one of the mating fracture surfaces were examined for this evaluation. A microscope was used to examine the fracture surface and surrounding area of the needles. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was found upon evaluation that the needle was broken at the swage. No adverse patient consequences were reported.